Event description:
It was reported that the handpiece heated up and became very hot during an oral surgery. There was no pt or user injury or any other pt complications, and the case was completed successfully.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with bearings and corrosion on components. The driveshaft, bearings, nose cone, and bearing stop were each replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.